Event description:
Caller asked for a 2nd look at the presenting interrogation, stated "I cannot rule out rv (right ventricular) loss of capture or capture with pvc's (premature ventricular contractions) compared to previous transmissions and twaves less evident when pvcs are not coming through." Caller did state patient was symptomatic but only with activity. Discussed with caller capture threshold should be verified. With history of high output thresholds and recent change in smaller and more variable rwaves. Also there was a lead monitor warning on the atrial lead back in (B)(6) 2022 and do not see a unipolar impedance 209 ohms. (B)(6) 2022 potentially related to orion rpi 212. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report: mw5146380.